Manufacturer narrative:
Pump was received with restart error alarm after battery changed and time/date reset to the factory default settings due to broken solder joint. Unit passed self test and no unexpected loose signal error alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart multiple times before and after a battery change. The customer's blood glucose reading was 130 mg/dl at the time of incident. Troubleshooting found that the customer must reset the time and date after each alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.